Event description:
The customer reported indicating the left monitor was intermittently blanking out. There was no input signal on monitor and the unit won't boot all the way. Also, the retainer ring for the tube was broken.

Manufacturer narrative:
The ge service rep found the monitor needed to be replaced. He replaced the left monitor and did the necessary size and resolution levels. He also replaced the retainer ring.